Event description:
Caller reports that the patient tested 6.4 inr and 6.7 inr when duplicate testing on the same device. A comparison lab returned as 2.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Two boxes of the same lot were used with the device.